Event description:
It was reported that stent damage occurred. A 2.50 x 28mm promus element plus drug-eluting stent was selected for use. However, during introduction into the guide, the stent was damaged. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the proximal end of the stent was damaged with stent struts bunched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found that shaft polymer extrusion shaft was damaged at 50 mm proximal to the distal end of the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50x28mm promus element plus drug-eluting stent was selected for use. However, during introduction into the guide, the stent was damaged. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.